Event description:
Patient presented to the physician with speech issue, swallowing issue, and headaches. Physician referred the patient to pain management for injections to address the pain.

Event description:
Patient presented back to the physician with continued headaches, and difficulty eating and swallowing. Physician noted speech issues had improved. Physician prescribed pain medication and referred the patient to a neurologist.

Event description:
Patient presented back to the physician with continued speech issues, pain behind the head, and suspected nerve damage. Physician referred patient to a speech pathologist and patient will continue pain injections to address the pain.